Event description:
The physician used the penumbra system to aspirate a thrombus. The physician then noted an electrical burning smell. The physician changed to a second pump and continued the procedure. The pump involved in this incident was discarded by the hospital.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.